Event description:
On (B)(6) 2010, nurse from the heart institute in (B)(6) contacted lifewatch client executive to ask about missing reports for their pt. Nurse told lw client executive about a syncopal episode that the pt had on (B)(6) 2010 and was looking for a report showing what was occurring around the time of this episode.

Manufacturer narrative:
Patient was implanted with an ICD after experiencing additional arrhythmias while being monitored in the hosp. Associated accessory device: monitor. Model# com001. (B)(4)- nurse called with request for record of patient's syncopal event. The record of the pt's syncopal event was evaluated. It was determined that the device was not designed to detect the type of event the pt experienced. A follow-up MDR report will be filed.